Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the delivered boluses were not being recorded in the pump's history. The last bolus delivered was reportedly recorded in the pump's history on (B)(6) 2012. This complaint is being reported due to the allegation that the pump was not recording all of the boluses.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on 03/26/2012 with the following findings: a review of the bolus history for (B)(4) 2012 shows three boluses recorded that day. There were several other boluses recorded in the history for days after the complaint date. The pump was exercised for 24 hours with no issues occurring. An ezprime operation was performed with no difficulties noted. Test boluses were performed using both the pump and the meter remote, and all test boluses were correctly recorded to the pump history. There was no defect found on investigation. The complaint could not be confirmed or duplicated.